Event description:
It was reported by the affiliate that patient underwent a tvt procedure on event date and was discharged. The next day, patient was re-admitted to the hospital with increased abdominal pain and a perforated bowel. Two days later a laparotomy was performed to repair the perforation and remove the tvt mesh. Patient was discharged from hospital one week later.